Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the hypoint ndl25ga5/8in experienced a needle that was loose/pulled out of hub, and leakage. The following information was provided by the initial reporter: material no: 300253 batch no: unknown patient reported via phone call defective dose of firazyr. On saturday ((B)(6)2021) evening, patient was feeling like she needed to take a second dose of firazyr. When trying to administer, patient injected the needle and the firazyr product leaked out and went all over the patient and all over the floor. Patient reported ¿because there was no actual seal in the screw on, the solution leaked all around.¿ only a tiny bit of product went into the patient before the needle dislodged and the product leaked through. Patient confirmed that she was ok and that the packaging was not tampered with. ¿I just went and I laid down and stayed quite and went to bed and I seem to be ok right now.¿

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the hypoint ndl25ga5/8in experienced a needle that was loose/pulled out of hub, and leakage. The following information was provided by the initial reporter: material no: 300253, batch no: unknown. Patient reported via phone call defective dose of (B)(6). On saturday ((B)(6) 2021) evening, patient was feeling like she needed to take a second dose of (B)(6). When trying to administer, patient injected the needle and the (B)(6) product leaked out and went all over the patient and all over the floor. Patient reported ¿because there was no actual seal in the screw on, the solution leaked all around.¿ only a tiny bit of product went into the patient before the needle dislodged and the product leaked through. Patient confirmed that she was ok and that the packaging was not tampered with. ¿I just went and I laid down and stayed quite and went to bed and I seem to be ok right now.¿